Event description:
Philips received a complaint from the service engineer (se), reporting that the v60 ventilator displayed a "blower temperature high" error message (error codes 1122). The device was in clinical use when the issue occurred. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. While servicing the device, the se reported that the v60 ventilator displayed a "blower temperature high" error message (error codes 1122). The se noted that the issue was resolved after replacing the motor controller (mc) board. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.